Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient had twiddler's syndrome and this right ventricular (rv) lead dislodged. Noise was also noted on the lead. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.